Manufacturer narrative:
We received one device for investigation. Visual inspection and functional testing performed. Customer reported issue confirmed, when device is turned on error code 1340 is displayed. Mainboard will be replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device displayed error 1340. There was unknown patient involvement.